Event description:
It was reported that during a bronchoscopy procedure for diagnosis in 2003, the physician found that the previously implanted tracheobronchial stent was broken on the distal end. The physician treated this condition on the same day by removing the stent through an existing tracheostomy and implanting a new stent. It was reported that there were no complications and the pt was doing well. The device has not been returned to this MFR. Therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found on this lot number. It cannot be determined if the product met specs because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.